Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation or if any additional information becomes available, a follow-up report will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to an unreported cause. It was not reported whether the pt was hospitalized prior to death. It was not reported if an autopsy was performed. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A device history review was performed which revealed that during manufacturing, the machine failed at final test & calibration test due to incomplete event log report. The direct cause is due to setup error. The machine was retested and passed all subsequent testing. The failure of incomplete event log report during manufacturing could not be associated with the reported condition, therefore, it was determined that the previous manufacturing failures could not have contributed to the reported problem. There were no release/testing specifications that were not met during first pass testing that could be associated with the reported problem. There was no component quality information which may be relevant to the problem and there were no findings associated with the reported problem. Overall, there were no findings in the device history record associated with the reported problem. An event history log review was performed and there were no keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A sample evaluation was performed and during visual inspection, no issues were found. The power on self-test was successfully performed. A one hour therapy was successfully performed and the device passed all check and calibration tests successfully during service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon conclusion of the investigation, no malfunctions or failures were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.